Manufacturer narrative:
No product was returned, only the lot number was available for investigation. Unfortunately, without the product, we are unable to determine with certainty how the incident may have occurred. We are aware this type of damage may occur if the wire guide comes into contact with the bevel of the needle during the initial placement and/or manipulation of the wire guide while the needle is in place. We do warn in our labeling that, "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage." These devices are inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.

Event description:
During PICC line insertion, the guidewire became unraveled and was pulled back to the insertion sheath, but would not pull back into sheath. Small fragment of wire broke off and was successfully retrieved with a snare kit. A new wire and PICC was successfully placed.